Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary.

Event description:
The patient is not able to hear with the device since a few days. The child had a fall from a chair and had hit his head towards the implant site around 20 days ago. The child did not report of inability to hear then, but rather a few days ago.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient is not able to hear with the device since a few days. The child had a fall from a chair and had hit his head towards the implant site almost 20 day back. The child did not report of inability to hear then, but a few days ago.

Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the patient report appear to match well with this finding. This is a final report.

Event description:
The patient is not able to hear with the device since a few days. The child fell from a chair and had hit his head towards the implant site, around 20 days ago. The child did not report an inability to hear then, but rather a few days ago. The patient has been re-implanted.